Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Internal testing found that when calculating a qa plan, segments are skipped in the calculation but remain in the plan.

Manufacturer narrative:
G4 updated. H4 updated. H11 updated: internal testing found that when calculating a qa plan, segments are skipped in the calculation but remain in the plan. The investigation was completed by conducting a thorough evaluation of the products and the reported information. A defect was found internally during testing for dose discrepancies between vmat and collapsed dmlc plans. In monaco 6.2.3, when collapsing a vmat plan to a create a qa plan, for segments that are skipped in calculation but remain in the plan, an error condition is falsely detected. For example, if the patient plan is recalculated, some segments may be missing from the calculation and the calculated dose will be inconsistent with the plan. Investigation confirmed that this only happens on dmlc qa plans and those that are created from a vmat for qa. This problem only affects mlci2 plans. Mlci2 is end of life. It was also found that the defect only affects qa plans, which are not delivered to the patient. The clinical treatment plan is not affected by this defect. Testing found the root cause to be failure of error checking code, which should abandon the calculation. Instead, the calculation is not stopped, and the returned result excludes one or more segments. This defect is considered to be no risk - detectable before use. A discrepancy between the qa plan and clinical plan would likely be detected during the qa process.